Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced pain at the implant site. Subsequently the patient was administered steroid injections (date not reported). There are plans to remove the abutment; however it is unknown if this has occurred as of the date of this report.